Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read "high" on the cgm. Technical support instructed the caller to perform several procedures, including disconnecting tubing, tightening connections, and delivering boluses to address the occlusion. Customer replaced supplies and resume insulin therapy.